Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional information was requested and the following was obtained: there were no complications or postoperative prolongation. Recovers satisfactorily from surgery, a manufacturing record evaluation was performed for the finished device lot number am3842, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: a suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s post-operative care altered due to the event and prolonged surgery? If yes, please describe. What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. What is the patient¿s current status?

Event description:
It was reported that the patient underwent replacement and correction of abdominal and umbilical scar on (B)(6) 2020 and suture was used. When correcting the naval scar, a stitch had to be passed to the fascia to encircle the navel. This stitch was made with a suture, which disassembled from the bone suture thread, leaving the needle in the cavity. The needle was carefully searched for 30 minutes until it was found in the rectus abdominis cavity. There was no reported adverse patient consequences. It was reported that a probable cause of the event was having to access different structures to look for the needle, every time it moved. The needle was found and another suture was used. Additional information has been requested.